Event description:
The device was used during a nissen. Reportedly, the cartridge was difficult to load and the needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.